Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of 4. Approximately 1/2 cup of fluid was discovered inside the pump module area. It was unknown where the fluid leaked from. There was also fluid on the external cassette. The patient was advised to inform the nurse about the leak. In a follow up, the pd nurse said there was no harm to the patient. T he patient is using the same cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of 4. Approximately 1/2 cup of fluid was discovered inside the pump module area. It was unknown where the fluid leaked from. There was also fluid on the external cassette. The patient was advised to inform the nurse about the leak. In a follow up, the pd nurse said there was no harm to the patient. The patient is using the same cycler with no further issues.

Manufacturer narrative:
Correction: medical device problem code. Section h6: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.